Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd ( manufacturer ) is submitting the report on technologies llc ( importer behalf of heartsine) h3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will not switch off.

Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, (B)(4) on 7th august 2012. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2012 and that it had performed to specification up to the (B)(6) 2016. On the (B)(6) 2016, the device failed the weekly auto self-test due to a low battery. Additional low battery fails were recorded on the (B)(6) 2016. On the (B)(6) 2016, when information from the history log shows an increase in voltage which suggests a further pad-pak was installed and the device records 8 manual power ons, all of under one minute duration. The pad-pak was removed. A pad-pak was reinstalled on the (B)(6) 2017, and the device passed an auto self and then records 3 manual power ons all of under one minute duration. No further log entries were recorded. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. During the power cycle the green status indicator remained constantly lit. No warnings were given at shutdown and the green status led remained constantly lit, indicating a fault. Further investigation found that the problem with the device was corrosion within the membrane, caused by moisture ingress. Further investigation found a capacitor had failed. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in usage of device of this report.